Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument clip would not release. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use and no damaged was noted. The reported issue occurred while the surgeon attempted to clamp on a vessel. The surgeon applied the clip applier instrument successfully to the vessel, but a clip got stuck in one side of the jaw of the clip applier instrument when surgeon released the clip applier instrument from the vessel. Weck hem-o-lok ml6 non-absorbable polymer ligating clips were used. The size of the clips was medium-large. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). The incident occurred on the 1st application. The issue was resolved with a backup instrument. The instrument will be returned to isi for review.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.